Manufacturer narrative:
H10: the devices were received for evaluation. A visual inspection with the naked eye was performed with no issues noted. Under water pressure test was performed with no issues noted. Functional tests (self-test and priming) were also performed with no issues noted; no connection issues were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of two (2) homechoice automated pd set with cassettes were unable to tighten with the transfer set which resulted in a disconnection of the sets. This was observed during use of the devices for peritoneal dialysis therapy. The transfer set remained in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.